Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=6). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported potential false negative urine hcg results approximately eight times on three different pts using the consult diagnostic hcg cassette vs. Quantitative test using the clinitek. The caller stated that one of the pts was pregnant with twins but the information provided does not indicate which of the three pts this refers to. Technical service requested separate information for each pt. No further information had been provided after several attempts by telephone and email. This medwatch report is for one of the pts. Reports for the other two pts will be covered on two separate medwatch reports: 2027969-2011-02455 and 2027969-2011-02456.